Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that while attempting to monitor the heart rhythm of a patient, the device inappropriately shut down. Complainant indicated that the patient subsequently expired; however it was not related to the reported malfunction.